Event description:
Note: date of event is unk. It was reported to boston scientific corp on (B)(6) 2009, that an injection gold probe was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, difficulties were encountered retracting the needle. The procedure was completed with another injection gold probe device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and exp dates are unk. (B)(4): (difficult to retract). According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).